Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Typically this type of event is caused by excessive bending/leveraging forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. In the original submission, the device was not released by the facility. This follow-up submission is to report on the evaluation findings from the returned device. Device history record revealed nothing relevant to the event. Complaint confirmed. The evaluation revealed that the clear hood detached from the device. Further evaluation also revealed bent outer shaft. This type of event is typically caused by excessive leveraging/bending forces applied to the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the clearcut shield detached from the burr when it was inserted into patient's hip. An elongated extra incision was needed to remove the shield from patient, but it was not possible to get it. The shield is still in situ. It will take up to 3 months until it becomes clear if a revision will be done. If the patient does not have any pain/ discomfort there won't be a revision.

Event description:
It was reported that the clearcut shield detached from the burr when it was inserted into patient´s hip. An elongated extra incision was needed to remove the shield from patient, but it was not possible to get it. The shield is still in situ. It will take up to 3 months until it becomes clear if a revision will be done. If the patient does not have any pain/ discomfort there won´t be a revision. The part will not be released by the facility.